Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Record ID: (B)(4).

Event description:
It was reported by the customer that when he tried to insert a 50cc sensation plus and it only made it in about halfway in the sheath, there was blood return in the balloon, balloon and sheath were removed, another catheter used without incident. No patient harm.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d8, d9, d4 (lot no, UDI no., exp date) & h3, h4. The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 68.8cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Event description:
It was reported that when inserting the intra-aortic 50cc sensation plus balloon it only made it in about half way in the sheath, there was blood return in the balloon, balloon and sheath were removed, another catheter used without incident. No patient harm reported.